Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h3, h6, h10 complaint sample was evaluated. Visual evaluation of the returned device shows signs of repeated use and has fractured on the medial side. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause is considered to be user error. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device was fractured when impacting femoral trial. There was no impact to the patient. Attempt for further information has been made, but no further information has been provided.